Event description:
It was reported that this right ventricular (rv) lead experienced dislodgement. (B)(6) technical services (ts) discussed option with the patient and if needs to be seen right away patient can go to the emergency room. This lead remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).